Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not know why the pump time was inaccurate. The customer successfully corrected the pump time at the time of the report. The customer's blood glucose level was 319 mg/dl.